Manufacturer narrative:
Evaluation of device confirmed the reported event. The trap door was found to be crooked.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of device confirmed the reported event.

Event description:
It was reported patient underwent a rotator cuff procedure utilizing the bipass punch on (B)(6) 2012. During the surgery the bipass punch did not retain the suture in the trapdoor when pulling on the bipass punch. It is unknown if the patient retained a foreign body.